Event description:
Device not used on patient. Sterilization integrator failed during sterilization. Integrator leaked thereby compromising peel pouch and necessitating reprocessing of instruments. The site has notified 3m.